Manufacturer narrative:
(B)(4). Concomitant medical products: 00434903909 humeral spacer lot 61909061, 00434901013 humeral stem lot 61838660, 00434903600 humeral liner lot 61817706, 00434903611 glenosphere lot 61895640, 00434903811 baseplate lot 11004624. Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2019 - 00586, 1 0001822565 - 2019 - 01148, 0001822565 - 2019 - 01150, 0001822565 - 2019 - 01151, 0001822565 - 2019 - 01152, 0001822565 - 2019 - 01154. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It as reported the patient has various degrees of pain, decreased rom, and decrease in adls continue at the fourth, fifth, sixth and seventh follow-up visits. No revision. No further information is available at this time.

Event description:
It was determined this reporting is a duplicate of 0001822565-2019-01150. Please void.

Manufacturer narrative:
It was determined this reporting is a duplicate of 0001822565-2019-01150. Please void.